Event description:
It was reported that the ett cuff was inflating but failed to deflate during pre-test and was discarded. No patient involvement was reported.

Manufacturer narrative:
No product was returned therefore no device analysis could be completed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.